Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level was 415 mg/dl. She treated her high blood glucose level with a pen and a new site. However her blood glucose level went up to 444 mg/dl. The customer was nauseous. It took all day for her to get better and experienced a low blood glucose level that morning. The device was not returned.